Event description:
It was reported that both t1 and t2 deploy at the same time.

Manufacturer narrative:
Investigator performed visual assessment and the device showed t1 was free from the device needle. The device actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1, consequently, t2 remains un-deployed. The device was functionally tested by investigator and t2 deployed as intended during the functional test. Reported complaint of simultaneous deployment could not be confirmed. The condition of the device indicates the trigger was advanced causing deployment of t1.